Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 46 mm diameter abdominal aortic aneurysm. The aortic neck was 2.3 cm in length, 19.6 mm, 20 mm 16.7 mm and 19.2 mm in diameter from proximal to distal with thrombus throughout the aortic neck. The right common iliac artery was 4.3 cm and the left was 5.4 cm. The anatomy was described as tortuous. It was reported that the physician inadvertently recapped the tapered tip and spindle before the ipsilateral limb was completely deployed. This caused the bifurcated stent graft to come down 1 cm and completely cover the right hypogastric artery with a proximal type I endoleak present. The physician decided to implant a 25 mm diameter endurant aortic cuff and this successfully resolved the endoleak. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (inaccurate stent graft delivery, arterial occlusion, endoleak), failure to follow instructions (the tapered tip and spindle were retracted into the graft cover before the ipsilateral limb was completely deployed). Conclusion: known inherent risk of procedure (inaccurate stent graft delivery, arterial occlusion, endoleak), failure to follow instructions (the tapered tip and spindle were retracted into the graft cover before the ipsilateral limb was c ompletely deployed).